Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the instrument broke at the proximal part of the coiled shaft. The fracture is consistent with overload of the flexible shaft, with a load applied while advancing the drill with the flexible shaft bent in a manner that exceeds the ultimate strength of the wires comprising the flexible shaft. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
The drill bit broke while drilling. The coiled flexible shaft bent and then fragmented into a bunch of pieces.